Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported the infusion set cannula was bent causing an elevated blood glucose level. Pt stated, the infusion set was bent in one place near the end of the infusion set cannula. Pt reported, her blood glucose was 324 mg/dl. Pt's normal blood glucose is around 100 mg/dl. Pt stated, she corrected her blood glucose with injection therapy and her blood glucose level went down to 187 mg/dl two hours later. Pt reported, she was advised to take the infection by her doctor's office. Pt uses the insertion assist plus device to insert the infusion sets. Pt stated, she experienced the elevated blood glucose level the day after inserting the infusion set. Pt reported, she did not notice any leaks, but when she removed her infusion set she noticed the infusion set cannula was bent. Pt stated, the issue happened only once. Pt discarded the alleged infusion set. Replacement infusion sets were sent; no product return was requested.